Event description:
On 7/21/09, customer reported a positive result on troponin I (tni) when testing on triage cardiac panel on (B)(6)2009, compared to negative results on abbott instrument. A (B)(6) male cardiac rehab patient presented to physician office lab with light headedness and shortness of breath; blood pressure was low. Cardiac markers were run in the doctor's office on whole blood. Patient was sent to centra hospital and admitted based on prior cardiac history. Patient was discharged on (B)(6)2009, after stabilization of bp.

Manufacturer narrative:
Investigation pending.